Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the customer event date of 01-may-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the customer event date 01-may-2023 listed on smartsolve. Dailytotalcollectionstarttime = 05/01/2023 00:00:00.000, dailytotalofallinsulindelivered = 31.725, dailytotalofbasalinsulindelivered = 22.55, dailytotalofbolusinsulindelivered = 9.175. 05/01/2023 08:40:07.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 4.475, bolusamountdelivered = 4.475. 05/01/2023 16:15:44.000 normalbolusdeliv, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 0.6, bolusamountdelivered = 0.6. 05/01/2023 23:11:28.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 4.1, bolusamountdelivered = 4.1. In further full review of the pump history/traces on the ss event date of 05-may-2023 , there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date 05-may-2023 listed on smartsolve. Dailytotalcollectionstarttime = 05/05/2023 00:00:00.000, dailytotalofallinsulindelivered = 31.25, dailytotalofbasalinsulindelivered = 26.6, dailytotalofbolusinsulindelivered = 4.65. 05/05/2023 08:43:36.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 3.25, bolusamountdelivered = 3.25. 05/05/2023 23:06:24.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 1.4, bolusamountdelivered = 1.4. In further full review of the pump history/traces on the event date of 20-oct-2023, there is no unexpected alarms/suspends. However, no delivery alarm/insulin flow blocked alarm noted. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: 10/20/2023 12:32:36.000 alarmalertnotification faultnumber = no delivery (7) during prime. No unexpected occlusions or insulin flow blocked alarm noted during testing. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 20-oct-2023 listed on smartsolve. Dailytotalcollectionstarttime = 10/20/2023 00:00:00.000, dailytotalofallinsulindelivered = 42.6, dailytotalofbasalinsulindelivered = 29.825, dailytotalofbolusinsulindelivered = 12.775. 10/20/2023 05:47:26.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 8.075, bolusamountdelivered = 8.075. 10/20/2023 07:26:30.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 4.7, bolusamountdelivered = 4.7. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event dates 20-oct-2023, 01-may-2023 and 05-may-2023 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: 04/26/2023 08:26:00.000. Insert battery alarm was recorded and found in the formatted history file on: 04/26/2023 09:38:49.000. Replace battery alert was recorded and found in the formatted history file on: 10/14/2023 07:52:00.000. Replace battery now alarm was recorded and found in the formatted history file on: 10/14/2023 08:23:00.000, 10/14/2023 08:33:00.000. Power loss alarm was recorded and found in the formatted history file on: 10/14/2023 09:07:48.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 11-oct-2023 at 7:01:00 pm. There was no power data available for the date of 26-apr-2023. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. Upon checking on the power data/detail trace file, replace battery alert/replace battery now alarm was expected since the battery in the pump is low on power. The customer may have used a low power battery. Power loss alarm was expected due to low power/battery backup depletion. Lost sensor 1 alert (780) was recorded and found in the formatted history file on: 04/25/2023 05:57:00.000, 04/25/2023 06:07:00.000, 04/26/2023 09:45:00.000, 04/30/2023 15:44:00.000, 04/30/2023 15:54:00.000, 05/02/2023 20:46:00.000. Lost sensor 2 alert (781) was recorded and found in the formatted history file on: 05/02/2023 21:02:00.000. Cannot find sensor signal 1 alert (790) was recorded and found in the formatted history file on: 10/14/2023 09:19:00.000, 10/16/2023 09:37:00.000, 10/16/2023 09:59:00.000. Cannot find sensor signal 2 alert (791) was recorded and found in the formatted history file on: 10/16/2023 09:40:00.000, 10/16/2023 10:08:00.000. The pump was programmed with a test guardian link (2) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, cannot find sensor signal alert or unexpected sensor errors or anomalies were noted during testing. No pump/sensor communication anomaly noted. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs and low bgs. Customer alleged for possible under delivery anomaly was not confirmed. Pump/sensor communication anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. "The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 560 mg/dl. The customer stated that blood glucose value was not going down. The customer reported nausea , vomit, abdomen pain, difficult breathing and dizziness as symptoms. Troubleshooting was performed. It was found that the customer has treated the high blood glucose event with the manual injection and stayed on hospitals. The customer was using the pump within 48 hours of the reported event. Unknown whether he auto-mode feature was active or not. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis. Frn-mmt-332-rsvr, unomed inf set, ozp-mmt-7020-snsr.